Event description:
On (B)(6) 2023, this patient developed hemoptysis, new entry tear at the distal side of the pre-exist stent graft(dsine) and infection was observed. An emergent endovascular treatment was performed, a gore® tag® conformable thoracic stent graft with active control system was placed at distally. The patient tolerated the procedure. On (B)(6) 2024, false lumen expansion and rupture were confirmed, and distal stent graft-induced new entry(dsine) was suspected. An emergent endovascular treatment was performed, two additional stent grafts were placed at distally. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation : the image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one partial reconstruction jpeg image provided for evaluation. ¿ there appears to be contrast outside the implanted device(s) at multiple levels. ¿ cannot confirm dissection with image provided. ¿ cannot confirm rupture with image provided according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), aortic rupture, dissection/perforation/rupture of the aortic vessel & surrounding vasculature w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.